Event description:
It was reported that "wake button not always responsive, sometimes takes multiple pushes for pump to respond and pump doesn't turn on as quickly as when was new". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.